Event description:
Customer alleged the actuator motor on the power elevating leg rest, left side, stopped functioning after 2 months. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number (B)(4) rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged that after 2 months, the actuator motor failed causing the left leg rest not to function. No injury was alleged. The customer is unitizing another wheelchair until repairs are completed. Warranty return quote # (B)(4) has been issued. The product is to be returned to invacare for inspection and evaluation.